Event description:
Technician found no power to bed.

Manufacturer narrative:
Power cord pulled out of pcb. Replaced part to resolve. Hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.